Event description:
It was reported that after the initial implant, the patient experienced shortness of breath upon deep breathing with soreness and presented to the emergency room. A small perforation was found, which lead to a minimal pericardial effusion. No surgical procedure or intervention was required. The patient was fine and was discharged to follow-up with cardiologist. Recently, high capture thresholds were noted on the atrial lead. Lead repositioning was attempted but when the helix could no longer be extended, it was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.